Event description:
The fenestrated bipolar forceps instrument was returned without any allegations of malfunction.

Manufacturer narrative:
The instrument was returned, no failure was reported. Failure analysis evaluated the instrument and found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.